Event description:
Additional information received indicated that the event was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing due to noise was observed on the device. The physician believes the cause was due to electromagnetic interference (emi). No intervention was performed. The patient was stable with no consequences.